Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during an open reduction internal fixation (orif) of the tibia, it was found out that the chips of the stimulated wood of the two (2) handle for gouges and chisels had been bulged out or broken. The procedure was successfully completed with no surgical delay. Patient outcome is excellent. This report is for one (1) handle for gouges & chisels qc this is report 1 of 2 for (B)(4).